Manufacturer narrative:
Final device analysis reveals cap lifted, but still attached/functional.

Event description:
The pump was explanted and the catheter access port appears to be loose. The pump contained morphine and lioresal. The device was replaced with a similar device. No pt symptoms were reported. The device was part of a recall.